Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 28 x 2.25mm. Stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 24.6cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis of stent profile revealed no sign of damage, stretching or lifting of the stent struts. Stent positioning examination revealed no signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 08-mar-2024. It was reported that crossing difficulties occurred. The physician performed percutaneous transluminal coronary angioplasty. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified diagonal artery. The lesion was engaged with a 6f non-boston scientific (bsc) 3.5 guide catheter, crossed with a non-bsc guide wire and pre-dilated with a 2.00 x12 maverick balloon catheter. Following pre-dilatation, a 28 x 2.25 promus premier drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed intact, and the procedure was completed with a 2.25 x 28 synergy des. There were no patient complications reported. However, returned device analysis revealed hypotube break.